Event description:
It was reported that during deployment, the filter started tilting to the left. After partial deployment, the physician tried to pull on the delivery system and the filter jumped out of the delivery system and lodged in the left renal vein. The physician attempted to remove the filter but was unable to retrieve it. A second filter was deployed just below the first filter.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. There was nothing found to indicate there was a manufacturing related cause for this event. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The event investigation is currently underway.